Event description:
On (B)(6) 2012, the patient was being treated for a penetrating ulcer and an aneurismal thoracic segment using a gore conformable tag thoracic endoprosthesis. It was reported that the device moved proximally about 8mm during deployment partially covering the left common carotid artery. The physician performed a snorkel technique with an abbott bare metal stent. The patient tolerated the procedure. It was also reported that a few days prior to the tag procedure the patient had a carotid to left subclavian bypass procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: per the gore conformable tag thoracic endoprosthesis instructions for use the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following patient etiologies: penetrating ulcers.